Event description:
It was reported that the connector and slide hummer could not be assembled in the medical procedure. The surgeon impacted with another tool.

Manufacturer narrative:
An event regarding an assembly issue involving an x-change iii connector was reported. The event was confirmed. Method & results: -device evaluation and results: inspection was performed by the supplier, lisi medical. Visual inspection: there are some marks of use on the two instruments. The end of the connector that connects to the sliding hammer is damaged and deformed, consistent with use and possible mis-use e.g. If a surgeon had used the connector without the sliding hammer. Dimensional inspection was performed on the end of the connector that connects to the sliding hammer. The diameter was found to be too large, consistent with use and possible mis-use e.g. If a surgeon had used the connector without the sliding hammer. Functional test was performed with the two returned instruments, it is not possible to connect the two instruments together as the end of the connector is too large. Supplier evaluation: lisi medical orthopaedics (lmo), conducted an investigation and concluded that the two returned instruments cannot be assembled because the end of the connector is dimensionally too large as it was damaged and deformed during use, possibly in a previous surgery. A surgeon may have used the connector without the sliding hammer. He may have performed the impaction directly with a hammer. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that brief description was caused by damage consistent with service and possibly mis-use of the device.

Event description:
It was reported that the connector and slide hummer could not be assembled in the medical procedure. The surgeon impacted with another tool.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.